Event description:
Home pt's (hp) father reports 8 mo old pt developed pleural effusion while doing automated peritoneal dialysis treatment on homechoice device. Home pt was hospitalized 2/24/98-3/2/98 and treated by dialyzing on pac-xtra device with an increase in dextrose of solution and decreased fill volumes. Home pt's ultrafiltration was reportedly 585 mls after 8 mrs of treatment. Home pt remaines on pac-xtra with pleural effusion resolving. The health care professional states that she and the physician are unsure of the cause of the pleural effusion and are not directly relating it to the home choice device.